Event description:
--

Manufacturer narrative:
A review of the memory dump noted that several episodes were recorded with therapy delivered due to several non sustained episodes, while some were undersensed. Technical services suspected that energy equipment may have caused the noise. No resets were normal or other abnormal faults. Possible changes to the sensitivity maybe have improved ventricular sensing. At this time the device remains implanted.

Event description:
Boston scientific received information that this patient had a ventricular arrhythmia. Upon interrogation it was noted that the device detected the arrhythmia but due very low sensing programmed the device undersensed the arrhythmia. The patient experienced syncope and was found in ventricular fibrillation in the ambulance. The patient is currently hospitalized and a memory dump will be performed.

Manufacturer narrative:
Upon additional information this investigation will be updated.